Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue against the 4 x 4, island dressing, sterile 50/bx a50044. The patient reported that she was allergic to the island dressing and silk tape, and mentioned it rips off her skin when she takes it off. The patient involvement was unknown, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).